Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in the reservoir during therapy. The customer blood glucose level was 15.8 mg/dl. The customer was assisted with troubleshooting. Customer was advised to complete rewind and load process. Customer reported high blood glucose because the insulin pump was not able to deliver insulin as required because of the air bubbles at reservoir. The device will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
A supplemental report created to update the unit of measure. The complaint was reported as 15.8 mg/dl, however the actual blood glucose was in 15.8 mmo/l.